Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pressure error. The customer changed the trigger to ECG and continued using pump without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found the arterial input connected to the front end board was broken and would not read arterial pressure. To fix the issue, the fse replaced the front end board, but the unit would not load the software on the new board. Upon further troubleshooting, the unit stalled at code f0. The fse replaced the executive processor per service manual, calibrated the helium at 30 psi, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pressure error. The customer changed the trigger to ECG and continued using pump without issue. No patient harm, serious injury or adverse event was reported.